Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that their philips information center ix (pic ix) did not emit a "v-tach" alarm when it was expected. The device was in use on a patient. There was no report of patient or user harm.